Manufacturer narrative:
Concomitant medical products: dtpb2d1 crtd, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that less than a month post replacement procedure, the patient developed a system infection.  The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced.  No further patient complications have been reported as a result of this event.